Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin from the system controller white power connector stuck in the mobile power unit (mpu) power connector was confirmed. Visual inspection (B)(6) revealed a small cut on the patient cable and one broken pin lodged in the white power connector socket. The broken pin was removed from the white power connector and the unit was connected to ac power. The mpu powered on and went through boot up sequence as intended. The mpu was connected to a mock loop and functioned as intended. A po was requested for the cost of the repair but it was declined. The mpu will be scrapped. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Guidelines for power cable connectors and the proper alignment when connecting and disconnecting are addressed in both the heartmate 3 patient handbook and heartmate 3 instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-05705. It was reported that one of the pins on the system controller white power cable was broken because it had gotten stuck in their mobile power unit (mpu). The patient was unable to connect to battery power. Their system controller and mpu were exchanged.